Manufacturer narrative:
The reported event was confirmed manufacturing related. The reported failure was able to reproduce. Based on the evaluation, it was observed that the balloon still inflated. Able to remove the remaining water inside the balloon. Reinflate the balloon and observed water leaks from the catheter valve during water inflation. Sample was evaluated and found crack on valve. Highly suspected that during the valving process, double valving happened that caused the valve to be damage or broken. A potential root cause of this failure mode could be due to incorrect air pressure setting for valving process. A review of the device labelling has been conducted for investigation purposed. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the dhrs. Therefore, no additional action required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a crack near the inflation valve causing sterile water to leak from foley catheter during use.

Event description:
It was reported that there was a crack near the inflation valve causing sterile water to leak from foley catheter during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.